Manufacturer narrative:
Device received with cracked or broken off end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to cracked/broken off end cap. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received motor error. The customer¿s blood glucose level was 217 mg/dl. Customer reports the drive support cap was flush. The customer reported that the insulin pump was not exposed to MRI. The device will be returned for analysis.